Event description:
It was reported that this unit was sitting in an office plugged in and charging and it started to smoke and flames came out of the unit three inches back from the handle. The hole was caused by a battery catching on fire. No pt related event occurred during this malfunction because the device was being recharged at a remote location. Pt info was not applicable.

Manufacturer narrative:
The subject device was returned for evaluation and investigation. Complaint investigation confirmed the user's report that the pt monitor had caught fire. Investigation isolated the problem to malfunction of the dual battery pack. The battery case was melted and burned. The battery fuses were all still intact, so most likely the battery shorted at the terminals or internally. The battery with the most damage measured 6.5 volts at the terminals and the other battery measured 200 millivolts (completely discharged). A possible overcharge of the batteries was ruled out because the battery charging circuitry was functioning properly. Besides the battery, physical damage extended to the fuse board on top of the battery, the rear chasis, and the front pulse oximeter chassis. Several other internal parts were contaminated and required replacement. Replacement of the battery and the other parts listed above restored the device to normal operation. The repaired device was fully tested and found to meet its performance specifications.